Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported event was likely due to the following: 1. The cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover came off the scope easily. 2. The cover was insufficiently attached to the scope. As a result, the cover came off the scope easily. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 - 4.1. (Detection) operation manual: chapter 3 - 3.5. (Preventive measures) this supplemental report includes a correction to e4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope protective cap for the endoscopic retrograde cholangiopancreatography scope that was used was missing after procedure. No error messages were displayed. The customer looked for it but was unable to find the protective case. The patient was alert and stated, " I feel something running in my throat", the patient then started throwing up thick greenish colored secretions and eventually coughed out a plastic cap. The issue was found during the therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure lasted 56 minutes and 36 seconds. There was no delay to the procedure and the procedure was completed with the same device. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).